Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. Moreover, the device returned was stuck inside the catheter and resistance was felt when removing the device from the catheter. The complaint was consistent with the return that the guidewire was difficult to advance in addition the distal tip was detached exposing the tip of the metal corewire. It is most probable that the device meet the design & manufacturing specifications but due to anatomical/procedural factors encountered during the procedure, the device performance was limited. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the guidewire was difficult to advance. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results reveal on (B)(6) 2014 that the distal tip was detached exposing the tip of the metal corewire.